Event description:
Customer alleges that the pump is not putting out enough psi. No injury is alleged at this time.

Manufacturer narrative:
A follow up 3500a will be provided after the product evaluation is completed, a root cause has been established and a proper corrective action has been determined.